Event description:
User facility reported a physician attempted to position the array of a disposable novasure device without success. The physician performed a laparoscopy and saw a perforation in two places in the lower neck of the uterus. In 2008, the physician reported that no treatment was needed for the perforations but the pt was kept over night for the observation. She was discharged home the following day and is doing fine.

Manufacturer narrative:
A review of the mfg records for the identified lot number and serial number revealed no abnormalities related to the reported info. This device passed final testing prior to release. Results: the device was received with the suction line, vacuum feedback line, and radio frequency cable assembly cut; therefore, an investigation was unable to be performed in our laboratory. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, us clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.